Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of the investigation.

Event description:
The event is reported as: complaint alleges that during inspection, it was noticed that the valve doesn't attach very well to the bag. It seems that the o-ring isn't sealing at the connection very well.